Manufacturer narrative:
(B)(4). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the anvil partially opened, the closure trigger in the closed position and the knife partially advance. Also, the reverse button was noticed to be unfunctional since it could move freely and with an ecr60w reload was received loaded in the device and it was fully fired. No further functional testing could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the frame was noticed to be broken no allowing the device to fire and open correctly. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. The event reported was confirmed and it is related to improper use of the device. The damage on the frame, it is possible that outside the normal use force was applied on the distal jaw creating a torque on the instrument and breaking the frame. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during the gastrectomy surgery, after fired, could not open the jaw. Opened the jaw manually with big force. There were no adverse consequences to the patient. No additional information could be provided.